Manufacturer narrative:
Unit received with button error alarm and had unresponsive esc and act buttons due to corroded keypad traces. Unit had minor scratched lcd window, cracked case at display window corner, broken reservoir tube lip, missing o-ring (reservoir tube) and stained end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time 185 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.